Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed during a revision surgery on (B)(6) 2026 due to a distal fracture. Additional information indicates the patient had poor bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed during a revision surgery on (B)(6) 2026 due to a distal fracture. Additional information indicates the patient had poor bone quality. A large non-tmc plate that spanned the entire metatarsal to the phalanx was used to revise the site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event is the patient's poor bone quality. The company will supplement this MDR as necessary and appropriate.